Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using seven proglide devices. Reportedly, a guide wire became stuck in each proglide device. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that puncture closure of an unspecified vessel was attempted using six proglide devices. Reportedly, a guide wire became stuck in each proglide device; however, the guide wire was removed and another guide wire was used successfully. Six proglide devices were deployed with the suture not connected to the vessel. The seventh proglide device was unpackaged but there was no attempt to use it in the anatomy. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition could not be replicated or verified in a testing environment as the plunger, suture, posterior needle tip and anterior cuff were not returned. The reported difficulty inserting the guide wire could not be confirmed as a proxy 0.038 inch guide wire was backloaded through the sheath without resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported suture malposition (suture not connected to the vessel) appears to be related to a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, or failure to maintain a stable position of the device with respect to the tissue tract. The reported difficulty inserting the guide wire appear to be related to biological matters or patient artery anatomy variables. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.